Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose was 499 mg/dl at the time of incident. It also reported that pump had frozen display which was unresolved in troubleshoot. Customer was advised to replace the insulin pump. Insulin pump will return for analysis.

Manufacturer narrative:
Alarm or audio/vibrate anomaly and no frozen display during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked lcd window and cracked battery tube threads.